Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) has been used as a default. Device manufacture date: unknown. Investigation summary: it was reported by the distributor the needle was sticking out on the back of the hub. To aid in the investigation, three photos were provided for evaluation by our quality team. In the photos there is a needle and plastic shield on one side. It is not possible to observe the needle hub. On the opposite side there is a needle with no plastic shield. The product shown in the photos does not look like our bd needle assembly products. In our products, the fixture where the needle assembly is placed would not allow a needle that long to be there. In addition to the dimension from the fixture, the extra needle is straight. As the lot provided is 'unknown,' a device history record review could not be completed. Investigation conclusion: based on the investigation and with the photo sample analysis the symptom reported by the customer is confirmed, but from the photos provided we cannot confirm that the product is bd needle assembly 303007. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: probable root cause. From the photos provided we can not confirm that this is a bd needle assembly product 303007. Rationale: CAPA not required at this time.

Event description:
It was reported that needle 20x1-1/2 rb ns was damaged. The following information was provided by the initial reporter: it was reported by the distributor the needle was sticking out on the back of the hub.